Manufacturer narrative:
Results: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Conclusions: the instructions for use for the gore excluder aaa endoprosthesis states: "ilio-femoral access vessel size and morphology (minimal thrombus, calcium and/or tortuosity) should be compatible with vascular access techniques and accessories of the delivery profile of a 12 fr - 18 fr vascular introducer sheath." Attempts to acquire information required for this form were made by gore.

Event description:
On (B)(6) 2013, this patient underwent emergency endovascular repair of a thoracic aortic aneurysm using two gore tag thoracic endoprostheses. It was reported that no pre-operative measurements were taken since the patient was emergently transferred to the hospital. A gore dryseal sheath (sdv2228) was inserted from the right femoral artery. It was reported that strong resistance was felt in the right common iliac artery and the delivery catheter was advanced outside the sheath from there. When the sheath was withdrawn from the patient after the deployment of the two tag devices, it ruptured the distal right common iliac artery. A contralateral leg component and an iliac extender component (pxc121200j and pxl161207j) were implanted in the right iliac artery to repair the rupture. The patient tolerated the procedure. The physician reportedly stated that the patient's severly calcified and thin access vessel (diameter is unknown) contributed to the rupture of the right iliac artery.